Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22055938, medical device expiration date: 18-may-2025, device manufacture date: 18-may-2022. Medical device lot #: 22055939, medical device expiration date: 19-may-2025, device manufacture date: 19-may-2022. Medical device lot #: 22058920 (invalid lot # provided by initial reporter), medical device expiration date: na, device manufacture date: na. Investigation summary: one 10010454-0006 sample was received without packaging for investigation; residual saline solution was present in the line. The returned sample was spiked into an mfx2308e multi-way connecting set, with an unknown secondary set connected to one of the smartsites of the mfx2308e; the secondary set and the mfx2308e were both spiked into baxter 0.9% nacl fluid bags. The feedback provided by the customer indicates leakage was detected from the smartsite component of the 10010454-0006 infusion set during priming. A visual inspection of the returned 10010454-0006 sample reveals the smartsite component to be oval in shape. Functional testing was performed on the infusion set which confirmed the customer's experience; leakage was detected from the oval smartsite piston. The details of this feedback were forwarded to the manufacturing site for investigation. Evaluation of the laser inscribed smartsite® ID determined the likely lot numbers for the affected component to be either 22055938 or 22055939. A review of the production records for lots 22055938 and 22055939 did not identify any in-process testing failures or quality deviations which may have resulted in a fault of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. It is possible that there is a local environmental factor that has caused the product to reach the elevated temperature required to cause this issue (e.g. During storage or transit); and, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported two bd alaris pump module smartsite low sorbing infusion sets had fluid leaking from connector. The following information was provided by the initial reporter: the nurses noticed fluid leaking from the proximal smartsite connector. Line was discarded.